Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left unknown mentor tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with mentor artoura 850cc tissue expanders which the right side deflated after implantation. As a result, patient had the device removed and replaced with another smooth artoura uhp 850cc tissue expander, serial number (B)(4) on (B)(6) 2018. Beside the surgery, no other symptoms observed.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned with clear fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately < 0.1 cm on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/6/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).